Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they received a pump from trainer as a loaner, and it failed 5 days before warranty ended. The customer put a battery in it and it will not turn on after going to the number 6. The customer did not want to give serial number and hung up. The insulin pump will not be returned for analysis.